Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 11.5 cm to 11.7 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis. Complaint of external insulation abrasion.